Event description:
It was reported that the pt had passed away in the hospital. The pt's neurologist did not have any info on the pt's death. Attempts for further info are in progress.

Event description:
Additional information has been received from the patient's physician indicating that he does not have any information regarding the patient's death as he has not seen the patient in over 6 years. A copy of the patient's death certificate was requested and received. The immediate cause of death listed on the death certificate is "presumably myocardial infarction" no autopsy was performed. The death certificate indicated that the location of death was a highway and the manner of death indicated as natural. The funeral home indicated that the vns was likely removed prior to cremation and disposed of. It is not available for return.